Manufacturer narrative:
Investigation results: the visual inspection showed that delivery device was not attached to the loader. The seal and the tension spring assemblies were completely out of the delivery tube and the plunger had not been depressed. Based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring seal failed to deploy because the seal was not rolled and loaded properly into the delivery tube. The surgeon clamped the aorta while preparing another heartstring seal to be used for the procedure. There was two minutes delay in the procedure as a result. The second heartstring seal was used to complete the procedure. The hospital did not report any patient complications.